Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: unknown st jude lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with bradycardia, exit block, and third-degree atrio-ventricular block. An interrogation revealed the implantable pulse generator (ipg) device triggered false elective replacement indicator (eri) due to lock-up condition. Additionally, the right ventricular (rv) lead exhibited increased threshold. The device was reset by interrogation and reprogramming was performed. The patient died the day after discharge from the hospital. A cause of death was not provided. The device and lead status are unknown.